Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. Pre-cleaning was performed according to the instructions for use. Pre-cleaning was performed immediately after the procedure. The time interval between the procedure and pre-cleaning steps was immediately after the procedure was completed. The scope was cleaned bedside. Full scope cleaning/reprocessing was completed following bedside cleaning. Leakage testing was performed according to the instructions for use (IFU). An olympus leak tester was used. The device was not leaking. The cleaning brush used for the instrument channel was the disposable endox (ref # (B)(4)), which was disposed of after a single-use. The instrumental channel/suction channel was repeatedly brushed until no debris was observed upon inspection of the endox (ref # (B)(4)) brush. The suction cylinder/instrument channel port were brushed until no debris was observed in the bristles of the brush. No syringe used to flush the device channels was thirty (30) cubic centimeters (cc). It was unknown if all of the channels were flushed with detergent. It was unknown if the biopsy valve, air valve, and suction valve were brushed. They were disinfected or sterilized by automatic endoscope reprocessor (aer). It was unknown if the water bottle was reprocessed. Manual disinfecting was not performed. The aer used was an advantage plus medivator by cantel along with matrix mint detergent and rapicide a and b disinfectant. The disinfectant solution was already discarded. The endoscope and aer were compatible in the aer manufacturer¿s IFU. The minimum effective concentration of the disinfectant solution was being performed by continuously through sensor in aer. The aer¿s disinfection process program was according to aer manufacturer¿s recommendation. The aer¿s disinfection process program was preventative maintenance every six (6) months. The aer¿s disinfection process program was five (5) minutes. The air/water channel, suction channel, and auxiliary channel were flushed with alcohol. The endoscope was not dried prior to storage. The endoscope was stored in the storage cabinet. The scope was not stored in the storage cabinet with insertion tube and universal cord hanging vertically. The storage cabinet was well ventilated. It was unknown if a tip protector was not used during storage. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii gastrointestinal videoscope was microbiologically cultured and tested positive twice. On (B)(6) 2022, and (B)(6) 2022, the scope tested positive between one (1) to ten (10) colony forming units (cfus) of coliform. The scope channels were brushed again, disinfected, and after twelve (12) hours of drying, the scope was tested again on (B)(6) 2022. On (B)(6) 2022, the results were negative. There was no growth after forty-eight (48) hours and seven (7) days. The scope was put back into circulation and will not be returned for repair. An inspection of the device was performed before the procedure. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user re-tested after reprocessing, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.